Event description:
While performing a robotic hysterectomy, sacral colpopexy, the mega suture cut needle driver broke while in the patient. All pieces were retrieved and no harm was caused to the patient.